Event description:
The legal guardian reported that the patient experienced a skin reaction while wearing a pod on the leg for between 5 and 24 hours. The patient developed redness and soreness at the pod site, and by the following day, the redness had spread toward the knee. A lump was also noted under the site. The lg contacted the family doctor on (B)(6) 2026, who prescribed one-week course of clarithromycin while the pod was still being worn at the time. No changes in blood glucose levels were reported. A new pod was successfully applied after the event. The patient was reported to be doing well at the time the event was reported to insulet.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. We are unable to determine if any product condition could have contributed to patient's infusion site infection. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.